Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tct10 instrument staples malformed. The surgeon used overstitches to complete the case.